Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The IFU (instructions for use) states "avoid notching or scratching of the device, which could increase internal stresses and lead to early breakage." As the rod was implanted and will not be returned for evaluation, it is unknown if the issue caused any stress fractures. Based on the information available the root cause is unable to be conclusively determined, however the most likely cause of the event is the device was not properly maintained. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported the rod cutter did not cut smoothly during a procedure. It seems to be worn and needs to be sharpened as it is leaving a rough edge on the rod. No surgical delay or patient injury was reported and the surgery was completed.

Manufacturer narrative:
Corrected information: common device name, (B)(4),: 510(k) number, and method, results, and conclusion codes. The device product code should be fzt. Correction/clarification: there is no routine or preventive maintenance associated with this device. If the device becomes dull from use, it is removed from use and replaced. The product was not returned, so no evaluation could be performed and no conclusion could be drawn. A review of the manufacturing records did not identify any issues which would have contributed to this event.